Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was hcp said they had a patient with a spinal cord stimulator said their ins had not worked since 2018. Agent reviewed longevity information with the caller. Agent reviewed MRI guidelines. Additional information was received from the patient. They reported that they noticed they were not feeling anything, they called an agent and he checked it, but it was not working. They tried several doctors and no one would take it out. They won't try to use it anymore and they were sure they don't want another one.